Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 26mm amplatzer septal occluder was chosen for implant using a 9f non-abbott sheath. During procedure, while deployment physician noted that the device is not taking its proper shape, so he had to retrieve the device back. The patient was hiv positive so they had to discard the device.

Event description:
It was reported that on (B)(6) 2026, a 26mm amplatzer septal occluder was chosen for implant using a 9f non-abbott sheath. During procedure, while deployment physician noted that the device is not taking its proper shape, so he had to retrieve the device back. The patient was hiv positive so they had to discard the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.